Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion device does not correctly deliver boluses and he has experienced hyperglycemia in the 200 mg/dl range as a result. No adverse event was reported. The alleged product was replaced and requested for evaluation.